Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.

Manufacturer narrative:
Evaluation: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem ( resetting) has been confirmed. Upon evaluation, the battery charger/modem would not power on. The cause of the problem was isolated to intermittent u104 (pxa) and u1003 (pld) components on computer analog (ca) board sn (B)(4). The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. No adverse event resulted from the defective battery charger/modem.